Event description:
It was reported the clearvue 850 ultrasound system and unspecified transducer produced an unclear image during patient use. It was reported an unspecified serious injury occurred due to a delayed treatment. Multiple attempts for additional information were unsuccessful. Philips has started an investigation for this complaint.

Manufacturer narrative:
H10: initially it was reported that a clearvue 850 ultrasound system and unspecified transducer produced an unclear image during patient use which resulted in an unspecified serious injury due to a delayed treatment. This information was from the nmpa website, report 1264123012024000087. However, a philips employee has clarified with the customer that there was no serious injury or death associated with the event. The reported imaging issue in this event is not likely to cause or contribute to a serious injury or death if it were to reoccur. No further investigation will be performed. H11: coding updated for patient outcome, evaluation results and conclusion.